Manufacturer narrative:
This report is submitted on april 4 2019. (B)(4).

Event description:
Per the clinic, the patient experienced pain at the abutment site and subsequently underwent surgery on (B)(6) 2019 to explant the magnet. The patient is being clinically managed by the health care provider.